Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during central processing, the permanent cautery hook instrument's clear portion of the tip was broken. There was no report of patient involvement or patient injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The instrument was found to have a broken monopolar yaw pulley at the posts. Broken piece(s) are not missing as a result of breakage. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. The probable root cause is attributed to damage during use, which may result from applying excess force on the distal end of the instrument during handling, insertion, usage (overloading), or removal.

Event description:
Refer to h11 for follow-up information.